Event description:
It was reported that during the implant procedure of the implantable pacing lead (ipl) it was impossible to insert a guidewire into the lead. The guide wire jammed after one centimeter of insertion, and was impossible to advance it any further. The ipl was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant.